Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Patient reported rupture, aching joints, under arm pain in right side, pain in breast, shortness of breath when at rest, chronic fatigue. Affected side right side. Device remains implanted.